Event description:
It was reported the surgeon was conducting a surgery procedure. He tightened the blocker with the universal tightener and fixed the blocker with a torque wrench and a torque key. During this, he noticed that the blocker was broken. It was not possible to screw it out. To complete the surgery, the surgeon had to change the screw.

Manufacturer narrative:
Na